Event description:
Anliegen: störung. Störungsbeschreibung: bei booten startet system mit fehler. Nach restart bootet system nicht mehr hoch. Fehlermeldung: kernel data in page error. It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the hard disk drive in the host pc was failing. The hard disk has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not booting up. Upon functional testing, the fse found the problem that the host pc is defective. The fse replaced the system hard disc, reloaded the ghost image checked configuration and adjusted. After replacing the system hard disc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.